Event description:
During radiological procedure, the pump fell over and broke the catheter approximately 4" below the bifurcation. The catheter was removed without incident and replaced over the guidewire. No injury was reported to have occurred.

Manufacturer narrative:
Product implicated is a 5 french dual lumen PICC catheter. Returned for evaluation is the proximal section of the catheter only (including the hub) which measures 15.8 cm. Lot history review was not possible since no lot number was indicated. The catheter separated approx. 4 inches distal to the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. Through tactile inspection, the tubing is elongated and appears to be necked down length wise distal to the break site. There is adhesive residue on the catheter tubing but no adhesive residue was apparent on the catheter hub. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled aart when the pump fell over. Lack of adhesive residue on the catheter hub may also indicate the catheter was not secured according to the instructions for use. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."